Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced intermittent "green lights and alarms" and occasional "vibration" feelings when switching from battery to alternating current power. The percutaneous lead was observed to be damaged, twisted, and covered in tape. The system controller was in backup mode. Review of the log file showed several low battery hazards, low flow and pump stop events.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.